Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. H3 other text: device remains implanted in patient.

Event description:
The patient was treated for an abdominal aortic aneurysm on (B)(6) 2017 with the implant of an afx2 bifurcated stent graft (bsg) and an afx vela suprarenal. Patient presented emergently on (B)(6) 2026, and it was identified that the afx vela suprarenal had separated from the afx bsg. Reintervention was completed on (B)(6) 2026 with the implant of afx vela suprarenal and an afx vela intrarenal. The patient was stable post reintervention.